Manufacturer narrative:
(B)(4). The halberd guide wire was returned form evaluation. The coil of the returned guide wire was detached from the tip, exposing the underlying inner coil that was intact. No other damage was observed. The above finding supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the coil. The applied stress would accumulate on the guide wire when the wire tip was being caught and restricted its movement by the heavily calcified lesion. When the accumulated stress would exceed the product design limit, it made the coil to unwind and become detached from the tip solder. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi halberd guide wire broke during a ppi to treat a trifurcated cto in the below-the-knee region. The guide wire was used with an asahi penetration catheter in attempts to cross the lesion; however, the guide wire failed. When it was removed from the vessel, the wire tip was found broken. Although attempted, no guide wire was able to cross the lesion and the ppi was terminated. There were no adverse patient effects associated with breakage of the guide wire.